Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. During the morning the cgm was 3.5 mmol/l and no symptoms were reported at that time. The patient recalls that at the time of the event he was at work and thought the cgm value was 10.0 mmol/l or 11.0 mmol/l, and did not check the bg finger stick value. He self-administered short-acting insulin (nasal inhalation) based upon the inaccurate cgm value. At 12:00 pm the patient passed out and fell from his chair. His colleague called (B)(6) (ems) and the patient had regained consciousness by the time that emergency personnel arrived. The bg finger stick was 12.0 mmol/l and no corresponding cgm value was obtained. No medication was given by the paramedics. Later that day, although the patient found it hard to concentrate, his blood glucose had stabilized and the bg finger stick reading was 5.2 mmol/l and the cgm value was 5.1 mmol/l. At the time the report, the patient was in good condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.